Manufacturer narrative:
Although this malfunction occurred in 2009, it is being reported to FDA as a result of a 483 audit observation regarding MDR reporting given to vygon (B)(4) on (B)(4) 2014. This complaint was not confirmed. The malfunctioning device was returned to vygon (B)(4) (the MFR) for device analysis and complaint investigation. Vygon received two catheter fragments from the customer. One fragment had a length of 16mm, and the second was 22mm long. Both fragments were blocked by a light-brownish crystallized substance. They assumed that the catheter was blocked by precipitation. Microscopic examination of the fragments showed that the catheter ruptured due to an overload of tensile force. As the clinician reported, they experienced difficulties in catheter removal. As some fibrin fibers adhered to the catheter fragments at reception, vygon assumed that the tube adhered to the venous wall, blocking catheter removal. The fracture surface on the fragment ends is jagged. Which is typical for a torn silicone catheter. The forth end shows a clear cut. This must be the catheter tip. There is a special section "removal" in the IFU, which clearly states: "do not over stretch the catheter as it may rupture and rebound into the vein causing catheter embolus. A finger should be placed directly over the vein (without applying pressure) so that the catheter can be fixed immediately should catheter rupture occur. If the catheter remains attached despite sustained gentle traction then surgical removal is needed." The user obviously did not follow this advice. We strongly recommend to retrain the users in epicutaneo-cava-catheter handling according to the IFU at this hosp by a vygon product expert in order to avoid further and more serious incidents. No further corrective action initiated by quality management.

Event description:
Difficulty during catheter removal. Catheter was obstructed and catheter breaking after slight traction. Surgical removal performed. The catheter was percutaneously inserted in left arm cephalic vein, and was in place for 26 days.